Event description:
Lo presti a, weil ag, fallah a, peterson ec, niazi tn, bhatia s. Treatment of a cerebral pial arteriovenous fistula in a patient with sickle cell disease-related moyamoya syndrome: case report. Journal of neurosurgery pediatrics. 2015;16(2):207-211. Doi:10.3171/20 14.12.peds14486 medtronic literature review found a report of patient complications in association with onyx. The purpose of this article was to present the case of a 15-year-old boy with sickle cell disease (scd)-associated moyamoya disease harboring a pial arteriovenous fistula (pavf) who developed a de novo venous aneurysm 8 months after undergoing indirect superficial temporal artery¿middle cerebral artery (mca) bypass that was complicated by bilateral ischemia of the mca territory. The fistula was treated with onyx injection through a marathon microcatheter. The article does not state any technical issues during use of the onyx or marathon catheter. The following intra- or post-procedural outcomes were noted: - a small amount of reflux was seen into the lenticulostriate artery, but not in the m1 trunk. Follow-up angiogram demonstrated complete obliteration of the fistula. Postoperatively, the patient demonstrated gradual improvement in his left-sided paresis. He was discharged to a neurological rehabilitation center. At last follow-up, 6 months after embolization, his left hemibody strength had significantly improved.

Manufacturer narrative:
Lo presti a, weil ag, fallah a, peterson ec, niazi tn, bhatia s. Treatment of a cerebral pial arteriovenous fistula in a patient with sickle cell disease-related moyamoya syndrome: case report. Journal of neurosurgery pediatrics. 2015;16(2):207-211. Doi:10.3171/20 14.12.peds14486 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.